Manufacturer narrative:
The device has not been returned to any of olympus locations. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user informed biosonic, an external organization of olympus italia s.r.l. That clv scope error e300, scope error e316, and scope communication error b30 occurred while preparation for use. These errors were displayed only once and did not recur when the user tried later. Error code e300 means that the endoscope is connected incorrectly, and error code e316 means that the equipment is connected incorrectly. Error code b30 means that the video system center cannot communicate with the endoscope. There was no report of patient injury associated with the event. The clinical engineer at the user facility asked for an intervention on-site.

Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-09678 and provide additional information.the engineer from the authorized repair external agency visited the user facility on july 12, 2021 to inspect and repair the device, and provided the inspection result to olympus italia s.r.l. On july 29, 2021. As a result, on july 29, 2021, olympus employees were informed and aware of a MDR reportable malfunction, the blinking front panel due to insufficient connection of the cv interface converter maj-1916. Therefore, the correct g3 "date received by manufacturer" in the second report is july 29, 2021. In addition, olympus medical systems corp. (Omsc) investigated the reported event. According to the device inspection result, it was confirmed that the inside of the output socket of the device was clogged with dust, so it is possible that the dust caused communication failure between the device and the endoscope, causing the scope communication error b30. In addition, it was confirmed that the front panel flashed due to insufficient connection with the cv interface converter maj-1916, so it is possible that the front panel flashed due to a poor connection. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An engineer from the authorized repair external agency visited the user facility on july 12, 2021 to inspect and repair the device. As a result of the inspection, the following was confirmed. -the front panel flashed due to insufficient connection of the cv interface converter maj-1916. This failure mode is a MDR reportable malfunction. -the output socket was replaced because it was clogged with dust. If additional information becomes available, this report will be supplemented.